Event description:
End user reports redness under the mass after starting to use 3m cavilon barrier wipes. The redness is located just where the 3m product has been applied.

Manufacturer narrative:
Based on the available info, the event was deemed a serious injury, end user was recommended to stop use of the (B)(4) product. A quality review of the reported lot info found no objective evidence of deviations, non-conformances or discrepancies related to the complaint issue reported. The review determined that the product was manufactured according to the quality system and approved procedures in place at the time of manufacturing and packaging. Complaints of this nature will continue to be evaluated and monitored. No additional event info has been provided. A return sample for eval is not expected. Should additional info becomes available a follow-up report will be submitted.